Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported treatment with IV fluids and glucose. Engineering log review was not available for the reported event date, and no device malfunction was identified. The user reported treatment of hypoglycemia prior to hospitalization, which may have contributed to subsequent glucose variability. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 40 mg/dl, resulting in hospitalization. The user was treated with IV fluids and glucose and discharged the same day. The user recovered and resumed ilet use.